Event description:
An accustick ii was used for therapeutic purposes. During the procedure, the radiopaque marker broke off inside of the patient's liver. Currently, there are no immediate plans to retrieve the fragment as the physician expects it to pass by natural means.